Event description:
It was reported that there was blood on the gasket. There was no patient involvement and reporter confirmed that there were no patient harm reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E3 - initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. It was confirmed that a blood-like substance was attached to the gasket of the reservoir tank. The cause is presumed to be blood leaking from the chemical line of heating tube l-70 into the circulating water line. The water tank cover gasket was replaced. The device passed all functional tests after the replacement. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.